Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturing records could not be reviewed as the batch number is unknown. (B)(4). Device not returned. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender and bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did surgeon change any pre-op, intra-op or post -op surgery regimen? Were there any pre-existing signs/symptoms of active inflammation prior to this surgical procedure? Other relevant patient history/concomitant medications? What is the lot number? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? How was the incision done, please specify. Was it curvilinear or straight? Were two reverse stitches performed across the incision prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? What instruments were used in this procedure to handle the suture? Was there a precipitating stress factor for the post-op suture breaking/fraying? Was there a wound dehiscence? Was the tissue torn around the suture closure? What caused the swelling diagnosed on (B)(6) 2021? Was the drained fluid from the office visit on (B)(6) 2021 cultured? If yes, results? Was there any issue with the suture that was used on the right knee from the initial procedure on (B)(6) 2021? If yes, please specify. Did the patient undergo any re-operation for the right knee? If yes, please provide specifics and date. After the re-operation for the left knee on (B)(6) 2021, while in the hospital, it was stated¿ the patient¿s right knee then gave way, almost falling¿ and ¿on exam of the r knee, she has a palpable defect over the superior medial patellar border¿ please provide additional details of what was found on this exam. Was there any issue found with the suture on the right knee at this time? Was any intervention required for the right knee? What is the physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 g/m. Events were submitted via 2210968-2021-12183 ( left knee).

Event description:
It was reported that the patient underwent a bilateral total knee arthroplasty on (B)(6) 2021 and the barbed suture was used. The suture was placed bottom to top and backed stitched twice as per IFU. It was confirmed no extra tension was placed. There were no needle drivers used for handling suture. The knee was closed at flexion from 70-90 degrees. On (B)(6) 2021 the patient visited a doctor due to increased swelling and pain/tightness with full extension. 35cc fluid was aspirated. On (B)(6) 2021, there was another office visit due to post-op fall; the patient landed on both knees. Now the patient is experiencing significant knee pain, left knee more than right. The right knee is sore but able to use for ambulation. When getting up to the bathroom after surgery, the patient was being assisted by the rn, and using her walker. She turned to sit on the toilet, and her right knee then gave way, almost falling to the floor. She felt a hard pop within the medial aspect of the right knee, with acute onset of pain. Now on exam of the r knee, she has a palpable defect over the superior medial patellar border. It was also stated that post op, the suture was frayed and was popping above the knee/patella. Additional information has been requested.